Event description:
Information was received indicating that the site to a smiths medical cleo® 90 infusion set fell off the patient. Blood glucose at time of incident was in the 400's. Corrective measure with set performed. There were no further adverse effects reported.